Event description:
A patient went under a 6hr heart surgery. The hospital used 505 blower without blanket. The patient experienced a second degree burn on both legs. The hospital is claiming that our equipment did not have alarm or automatically stop when overheating. The hospital's biomed group did a test showing that our blower continued blowing even when the temperature at the air hose hitting 63 degrees.

Manufacturer narrative:
Gentherm medical, llc., is representing the manufacturer and is submitting this report on their behalf. The injury occurred on the lower limb (both legs). The hospital was free hosing and not using a blanket as required with this warming device. This is a misuse case. Engineering checked the alarms, and they are working properly but the audio is low. From the report description and engineers' onsite feedback, the user did not use blankets but directly warmed the patient with the device hose. In the IFU, there are several warnings regarding the overheat, requiring using the device with blankets. The warning language specifically mentions: "fix all hoses, do not warm the patient without a body surface heating blanket." This is a misuse case.